Event description:
It was reported that the patient had a revision the day prior to reporting as therapy stopped working and it was determined that lead was broken and ins battery depleted. The patient was requesting to speak with a manufacturer's representative as the representative provided a temporary programmer for the patient the day prior. The patient had now found her programmer and wanted to make arrangements for returning one back. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model # 3093-28, lot # v389414, implanted 2010 (B)(6), explanted unknown. Programmer: model# 3037, lot # njd100485n.

Event description:
Additional information received reported that impedance testing was done and all pairs were "over 4000," so the entire lead was removed and replaced. A test was run and the results indicated the battery only had a few months left so the physician also decided to replace the battery at the same time. The battery depletion was reported as normal. The patient was receiving effective therapy postop and did not report any further issues. It was speculated that the reason for the lead break was that the patient does pilates and yoga and there was a certain move wherein the patient moves her pelvis a certain way and then lands hard on the area by the device and lead. The patient was advised not to do that move any longer.

Manufacturer narrative:
Lead model #3093-28, lot v389414, explanted: 2012 (B)(6). (B)(4).